Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that the sheath leak occurred. A 1.50mm rotapro was selected for use. During the procedure, a blood was noted on the burr catheter shaft. The procedure was completed successfully and there were no patient complications reported.